Manufacturer narrative:
B5: after twelve days, the patient was discharged from the hospital and was recovered. Both antibiotic treatments were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1gm once in every three days, ongoing, route not reported) and amikacin injection (125 mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.